Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that, the patient experienced issue with 2 infusion sets cannula being kinked on (B)(6) 2024. The symptoms of kinking were noticed within 3 hours of insertion.the site of insertion was located at abdomen. Furthermore, the patient confirmed introducer needle was ahead of the cannula prior to insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).